Event description:
It was reported that insulin drips were not observed to be exiting the tubing during the load fill process. There was no reported adverse impact to the customer¿s blood glucose level. Customer declined troubleshooting with tandem technical support and declined to provide further information.